Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance and failure to capture on a right ventricular lead (rv). No changes or intervention was performed; the device will continue to be monitored the patient condition was stable